Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) consulted his physician because the prosthesis was not working. The ipp is still implanted. No patient complications reported.